Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced hyperglycemia. The customer¿s blood glucose 23 mmol/l and 16 mmol/l. The customer was treated with pen. The customer also reported that half of the sensors bleed. The customer also reported that they did receive a calibration not accepted alert. It was unknown if the auto mode feature was active during reported event. The insulin pump will not be returned for analysis.